Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, the customer did not have alternate insulin therapy and declined follow-up to ensure alternate therapy was obtained. Customer¿s blood glucose level was 190 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.